Event description:
Same event as MFR report #: 2134265-2008-03556 and 2134265-2008-03557 reportability changed based on product analysis completed on 01/31/2008. It was reported that during a drug-eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The severely calcified and 95% stenosed lesion was located in severely tortuous left circumflex (lcx). Ivus was used during the procedure, and the access site was the femoral artery. Flushing was maintained during the procedure. The vessel diameter was 3mm, and predilation was performed. The 3.00x24mm taxus liberte drug-eluting stent could not cross the lesion. The procedure was completed with 5 taxus liberte stents being deployed, and patient status was reported as 'good'. Returned product analysis revealed distal stent damage.

Manufacturer narrative:
A visual and microscopic examination of the device found damage to the distal edge of the stent. The distal stent struts were severely misaligned. The damaged struts region was measured with a snap gauge to be approximately 1.66mm in diameter or 0.52mm above the normal strut region. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context is the most probable root cause. This is due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.